Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study it was reported that the patient experienced right groin bleeding. The patient underwent a left atrial appendage (laa) closure procedure in (B)(6) 2015. A 27mm watchman aaa closure device & delivery system and watchman access system were used. The closure device was successfully implanted and was placed distal to and spanned the entire laa ostium. However, the patient experienced minor bleeding of the right groin. The area was treated with manual pressure and sandbag pressure. The event was considered resolved the following day.